Manufacturer narrative:
(B)(4). Post market vigilance (pmv)concurrently with engineering led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, a engineering review, and an evaluation of the returned device.. The subject needle was not received. The jaw gap was measured and did not meet specification. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the excessive jaw gap and misaligned jaws. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. This failure mode and/ complaint mode has been identified as a trend and a process enhancement has been implemented. Should new information become available, the file will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y, the needle desengaged from the jaws of the device. No adverse events have been reported.